Manufacturer narrative:
An investigation is ongoing. A supplemental report will be submitted to share the conclusions of investigation.

Event description:
A customer from turkey alleged incorrect staining for two slides using the benchmark ultra instrument, which occurred on (B)(6) 2023. One slide was intended for cd61 staining and one slide was intended for mpo staining. However, each of these two slides were stained with glycophorin. The customer restained the slides on 10 jan 2023 on the same instrument and both were stained appropriately and as expected. The results of the alleged incorrect stained slides were not reported. No harm is alleged.

Manufacturer narrative:
Throughout the investigation, a software malfunction could not be found. The run reports did not show any anomalies. A temporary dispenser plug or leaky dispenser could not be ruled out as causal factors for the event. Preparing, handling and storage instructions for inline dispensers direct the operator to inspect prime and nozzle tip before each use. Corrected b3 - date of event from 1/4/2023 to (B)(6) 2023. Updated b5 to reflect that the expected staining occurred but in addition, unexpected glycophorin staining was observed on the two slides. Updated the restaining date of the 2 slides from 1/10/2023 to (B)(6) 2023.

Event description:
One slide was intended for cd61 staining and one slide was intended for mpo staining. Both alleged slides showed intended staining but also showed unexpected glycophorin staining. The customer restained the slides on (B)(6) 2023 on the same instrument and both were stained appropriately and as expected.